Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that there was high/unstable/unmeasurable threshold on the right atrial ead. It was also reported that the lead had no capture and was undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.